Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Occupation: reporter is jnj representative. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device history lot part: 04.009.257s, lot: l658964, manufacturing site: (B)(4), release to warehouse date: dec. 01, 2017, expiry date: nov. 01, 2027. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on (B)(6) 2020 that the patient underwent for a removal surgery. During the removal surgery, the surgeon could not remove the end cap at all although the driver could engage with the end cap without any problem, and also callus and soft tissue were not found around the end cap. All the screws implanted proximally and distally were removed, but the end cap and the nail were left in the patient¿s body. Also reported that on (B)(6) 2019 the patient underwent for a surgery with expert nailing system. It is unknown if there was a delay in surgery. The patient outcome was unknown. Concomitant device reported: unknown screw (part # unknown, lot # unknown, quantity unknown). Unknown screwdriver (part # unknown, lot # unknown, quantity 1). This complaint involves two (2) devices. This report is for (1) expert a2fn nail ø9 le cann l380 tan lig this is report 2 of 2 (B)(4).